Event description:
The pt reportedly experienced intermittency and sound quality issues between the external equipment and the cochlear implant. Programming changes were made, and external equipment has been exchanged. The center will pursue device revision surgery.